Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Square brush part fell off into mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had been using an oral-b dualaction brushhead for approximately 4 weeks, and the square brush part fell off into her mouth while used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.

Manufacturer narrative:
A 09-sep-2016 product investigation results: reporter returned one toothbrush head on 31-may-2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Square brush part fell off into mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had been using an oral-b dualaction brushhead for approximately 4 weeks, and the square brush part fell off into her mouth while used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.